Event description:
It is alleged that the pulse oximeter model 7500 and the carefusion ventilator did not alarm when the tracheostomy tube moved failing to properly ventilate the pt, and the caregiver was not aware to resolve the situation which led to the pt death.